Event description:
Healthcare professional reported that 3 days post-operative, the pt experienced cardiac arrest resulting in death. Autopsy revealed disc impingement by suture tail. The valve was not returned for analysis.